Event description:
It was reported that during a laparoscopic gastric bypass procedure, during the third firing of the device with the blue reload on the ventricle, in order to form the new pouch. It was very heavy to staple, and then it was not possible to reload the stapler. A metal part of the anvil was loose and it was not possible to use the reload. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: just to clarify, was the metal part loose on the cartridge or on the jaws of the device? The metal part was loose in the jaws of the device. Was the firing sequence completed? Yes. Since it was not possible to reload the instrument, they opened a new stapler with a new cartridge and completed the firing sequence. The analysis results that one ec45a device was returned with no visual non-conformances and with no cartridge reload preset. In addition a cartridge pan was received inside a plastic bag. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.